Event description:
Coronary vascular intervention case to treat cad in the lad. A 1.4 elca laser sheath was used and a perforation occurred during the procedure. The patient developed cardiac tamponade and a pericardiocentesis was performed. The patient was also treated with ptca to treat the perforation. The patient required prolonged hospitalization following the procedure, but was otherwise doing well.

Manufacturer narrative:
Placeholder.